Manufacturer narrative:
During the evaluation of the device at the MFR's svc ctr, the battery charging limit was found to be set to 65%. The device's battery limit was reset to 100% to correct the issue.

Event description:
The ventilator was returned to the MFR for svc. There was no harm or injury reported.